Event description:
The dentist reported that the implant was removed approximately 2 weeks after placement at tooth location 5. The patient complained of pressure and tenderness. The dentist also explained that he had previously placed the same model implant at tooth location 12 approximately 2 months prior with no complications.

Manufacturer narrative:
The investigation for this device is not yet complete. An update will be provided once the additional information has been received and the investigation has been completed.